Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. Potentially reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission 09/12/2016. The device has been returned and evaluated by product analysis on 08/19/2016 with the following findings. During investigation, the bottom of the keypad was lifting. The ok keypad was found to be under responsive. The keypad was removed to find contamination on the ok keypad button contact. Unrelated to the original complaint, the pump was powered on to a dim, pink display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.